Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they needed to get a recharger because theirs had a broken connector pin so they were unable to recharge the implant. As of (B)(6) the implant hadn't been able to be charged for five days due to the issue with the recharger. After the consumer received the new recharger it wouldn¿t plug in arrow to arrow and would only plug in backwards. It was further reported the connector pin on the recharger may be bent so a new desktop charger and recharger were going to be sent. No out of box failure was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A patient reported a broken connector pin on their desktop charger. She indicated that since her recharger cannot take a charge from the wall outlet, her ins was discharged and she could not feel stimulation and her back hurt. The patient was redirected to repair for a replacement desktop charger. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.